Event description:
It was reported during a total hip procedure, the settings were at 6 for cut and 6 for coag. The error reading of low voltage kept appearing and the blade stopped working. They tried several times to reboot, but it kept appearing.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. Eval: the pulsar generator was returned along with the power cord and user's manual; no handpieces were returned. Initially, the unit delivered rf energy correctly into fixed resistors. However, after a few minutes, it started generating f8 errors when energy was keyed. On a later date, the f8 errors could not be replicated. When used with the test fixture, the dc power supply pcba would power up correctly but could be forced into an overvoltage condition by warming the feedback components with a heat gun to simulate the unit being used for an extended period of time. High voltage on the dc power supply pcba was near the highest allowable value and could be made to go into an overvoltage condition (generating fb faults). Dc power supply pcba was adjusted to move the high voltage away from critical (f8 fault) values. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.